Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h4. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, fracture, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case - USA. Patient ID: (B)(6). (B)(4). As reported via legal documentation, this patient had a right total knee arthroplasty on (B)(6) 2012. He had right knee revision on (B)(6) 2017, approximately 4 years 9 months after their initial replacement surgery. Postoperative diagnosis: fractured polyethylene failure with polyethylene debris resulting in severe synovitis. Loose femoral component was present. Post op visit of (B)(6) 2017- patient has resumed all activities without restriction. No instability or pain, has very good range of motion and no other symptoms. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. (B)(6) 02-012-49-3009 - logic cr tib insert slope++, sz 3, 9mm. ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k111400. Recall: z-0021-2022. Concomitants: (B)(6) 02-010-03-0330 - logic cr femoral cem, right, sz 3. (B)(6) 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. (B)(6) 1510-s - cemex system fast 70 gm. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 620-00-02 - platelet rich plasma kit with spray tips. (B)(6) 620-11-02 - accelerate conc. Sys rep by 620-12-02. (B)(6) - sterile disposable containers.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10 concomitants: (B)(6), 02-012-49-3009 - logic cr tib insert slope++, sz 3, 9mm. (B)(6), 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. (B)(6), 1510-s - cemex system fast 70 gm. (B)(6), 200-02-32 - three peg patella 32mm. (B)(6), 620-00-02 - platelet rich plasma kit with spray tips. (B)(6), 620-11-02 - accelerate conc. Sys rep by 620-12-02. (B)(6) - sterile disposable containers.